Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient¿s daughter contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation and further information obtained when medical surveillance reviewed the initial call. The reporter claimed that the alleged meter inaccuracy began when she first got the meter on (B)(6) 2018 at 3:19 pm. The patient manages her diabetes with metformin and glimepiride (doses unspecified) and it was reported that the patient "tried to eat less and took her medications wrong" because of the alleged high results. The reporter informed the csr that the patient started to develop symptoms of ¿dizzy, sweating, vomiting, tingling in her left arm, drowsiness and was really tired¿. The reporter was unable to specify when the symptoms started to occur but claimed that it began ever since she got the high readings. The reporter stated that the patient was taken to the emergency room the night prior to contacting lfs due to her symptoms but denied receiving any treatment. The patient had her blood glucose measured on the doctor¿s meter and a result of ¿170 mg/dl¿ was obtained compared to a result of ¿259 mg/dl¿ with the subject meter, the tests were performed about an hour apart. The time difference between these results exceeds lfs¿s criteria for a valid comparison. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the patient was using an approved sample site to obtain the readings. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining alleged high readings with the subject meter.